Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer's blood glucose was 110 mg/dl at the time of the alarm. Customer stated they were able to resolve the motor error alarm by rewinding their insulin pump. Customer stated they did not drop or bump their insulin pump. The customer declined to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.